Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced "loosing data". No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the problem and root cause could not be determined as the complaint "loosing data" was made via social media and the reporter could not be reached for additional information.